Event description:
Reportedly, the device prompted connect electrodes and an analysis of patient ECG could not be performed as a result. Paramedics arrived on scene and treated the patient with their manual defibrillator. While in transport to the hospital the patient regained a pulse. Patient outcome was not known.